Manufacturer narrative:
The root cause of the event could not be determined from the information available and in absence of device evaluation.

Event description:
On postoperative radiography, the screw is bent. During the surgery, the surgeon was satisfy with the compression obtained so the surgeon decide to not report the issue. 5 months later, there is no clinical impact nor consequence for the patient. However as the surgeon become aware of another similar case, he report the issue to us.